Event description:
A surgeon reported an unexpected outcome that following an intraocular lens (iol) implant procedure, the target was plano and the postoperative refraction was -0.75+2.00x178. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).